Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd alaris¿ pump module smartsite¿ infusion set expanded during use. The following information was provided by the initial reporter: "IV machine keep beeping and it says occlusion. As we do line tracing from pt to the bag we encounter the bulging of the tubing."

Event description:
It was reported that the tubing of the bd alaris¿ pump module smartsite¿ infusion set expanded during use. The following information was provided by the initial reporter: "IV machine keep beeping and it says occlusion. As we do line tracing from pt to the bag we encounter the bulging of the tubing."

Manufacturer narrative:
H6: investigation summary four photos were returned by the customer. It was reported that the "IV machine keeps beeping and it says occlusion. As we do line tracing from pt to the bag we encounter the bulging of the tubing". The photos show an unopened product, however, they do not verify the complaint. The root cause of this failure was not identified as no product was returned. A device history record review for model 2420-0007 lot number 22055950 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10